Event description:
New information states that the lead was capped and replaced on jun 1, 2021, without issues pre or post replacement. The patient was checked the next day and found to remain without issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the asymptomatic patient presented remotely via merlin.net transmissions with low atrial impedance and noise oversensing which led to mode switches. The lead was reprogrammed. It was suspected that the noise was due to set screw not being tight enough or lead insulation damage. The patient presented for interrogation on (B)(6) 2021 and noise was reproducible with pocket manipulation. Lead revision was discussed. The patient was stable.